Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, lead, implanted: (B)(6) 2003. Fr995-23, tissue valve, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that there was occasional undersensing of small p-waves during the patient's atrial tachycardia (at)/atrial fibrillation (af) episode. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.